Event description:
It was reported that this right atrial (ra) lead was dislodged. The dislodgement was confirmed through an electrical test. It was confirmed that the lead was exhibiting loss of capture (loc). The lead was explanted and successfully replaced. No additional adverse patient effects were reported.